Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not start after reboot. Review of the system log file showed errors related to the reported issue. Rse found that the issue was due to power supply and later in another work order, the power supply was ordered and replaced by the customer on their own. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not fully boot after a reboot. The system was not in clinical use. No harm to the patient or user was reported.philips has started an investigation of this complaint.